Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv lead impedance for the rv-svc and svc-can vectors were observed. Programming changes were made. The lead remains implanted. The patient was okay.